Event description:
During a procedure, the pendant head of ceiling service unit separated from the bearing joint. Technician and hospital staff secured the unit by resting it on a cart so that there was no tension on any of the lines. The procedure was completed with no further delays, complications or interruption of services. Upon inspection, it was found that the (4) m6x55mm bolts and lock washers were in place, but had been unscrewed from pendant head rotation bearings. The threaded holes show no sign of wear or damage. The last thread of (1) bolt was pulled off in the separation. Total separation was 4" and occurred at location b. All necessary repairs were completed, and inspections were made of all other units in the hospital. Upon inspection, it was found that units had had additional ports installed without co's supervision or support.